Event description:
The patient reported numbness in her right hand after implant. During a procedure to address lead placement, the surgeon could not successfully place the leads. Patient's system was explanted. Patient's reported numbness has resolved.